Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation, which shows a tube with large air bubbles in the gel barrier. Air bubbles in the gel can occur when air pockets are present in the gel material or if air is introduced into the lines during the dispensing process. If small bubbles are present in the gel product when the product is sterilized, these bubbles become larger due to the heat. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 9 tubes contained gel air bubbles. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 9 tubes contained gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.